Manufacturer narrative:
(B)(4). This investigation will be updated once further information is provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shocks while gardening. A review of the arrhythmia logbook noted that there were several episodes recorded where numerous inappropriate shocks were delivered, resulting in therapy exhaustion. It was noted that the patient has a notched qrs morphology that changed in the episodes, leading to possible oversensing. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and confirmed that the changes in the patient's morphology in the earlier episodes resulted in t-wave oversensing and the subsequent delivery of the inappropriate shocks. However, the patient's heart rate in the later episodes was very fast and was detected in both the conditional and shock zones. The variability in the notched morphology resulted in the device having difficulty discriminating the rhythm in the conditional zone. The field representative did state that the patient does have a history of atrial arrhythmias, but it is not possible to determine if the fast heart rate was due to that specifically or due to the patient becoming anxious. The ts consultant discussed additional testing that the physician could perform to determine the best programming options in order to optimize therapy for this patient. No adverse patient effects were reported. Additional information was reported that the x-rays for this patient were reviewed again and it was noted that the electrode position was different than where it was placed at implant. It is suspected that the electrode may have migrated. Further investigation into this issue is being conducted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A memory download was received from the field representative and sent to boston scientific technical services (ts). The ts consultant stated that there were multiple episodes of inappropriate therapy delivery noted as a result of t-wave oversensing in both the secondary and primary vectors. The same oversensing is also now observed in the alternate vector. In addition, the shock impedance measurement has risen from 70 to 103 ohms. The ts consultant also provided further information on why the counters were displaying "0" upon interrogation. No further information on a possible electrode migration was provided. The physician elected not to change any programming or make any other changes to the system. The s-ICD system remains implanted and in service.